Manufacturer narrative:
Concomitant medical products: 3889-28 urinary lead, implanted: (B)(6) 2015, 3058 urinary ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device is not sensing atrial flutter. It was stated that the patient was in atrial flutter but the device was not seeing all of the flutter waves because they were to low to be sensed by the atrial lead. Reprogramming options were requested, and the device and atrial lead remain in use. No patient complications have been reported as a result of this event.